Event description:
The complaint is a user of the glucometer elite 4 date system. User indicates that meter has been displaying "lo" (less than 20mg/dl). However, within 15 minutes user retests and receives relatively normal results (110mg/dl). While on the phone electronic checks were performed and were satisfactory. The customer indicated that customer was using excel off brand reagent strips. This reagent is not supplied or recommended by bayer diagnostics. The customer will be provided bayer replacement product. The complaint is considered closed for purpose of MDR.